Event description:
It was reported through remote transmission that the device was in backup vvi mode. A firmware download was performed to restore the device and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.